Event description:
It was reported that the patient in clinic for initial implant procedure on (B)(6) 2025. Upon fixation during procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited no increase in pacing impedance and no improvement noted on the cardio electrogram. Different locations were attempted, but the same results were noted. It was then noted that the rvlp helix was stretched. The rvlp was not implanted, and the procedure was abandoned with no replacement implanted. There were no patient consequences.